Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by abdominal pain, dry peritoneum and cloudy fluid. The cause of the peritonitis was unknown. The same day as onset, the patient was hospitalized for the event. The same day, the patient was treated with intraperitoneal (ip) vancomycin 25mg per liter of pd fluid (frequency not reported) and ip ciproxin 25mg per liter of pd fluid for two days (frequency not reported). The patient was discharged two days after hospital admission. At the time of this report, vancomycin remained ongoing and the patient was recovering from this peritonitis event. Physioneal therapy was ongoing. No additional information is available.